Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Fully inserted lens was removed and replaced in the same procedure due to the trailing haptic being bent. Unable to rotate position lens with bent haptic. Physician put in new (same model) lens and cut damaged lens out. Removed lens in 2 pieces. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 20, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic was also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.